Event description:
The home patient (hp) contacted baxter's technical service center regarding a low drain volume (ldv) alarm. Baxter (B)(4) spoke with the care giver on (B)(6) 2012. She stated that night, she was only aware of a fibrin issue. She stated that the fibrin and the fact that the patient had peritonitis at the time had caused the alarm. There were no issues with the supplies. There were no samples available. The patient was currently in a nursing home, but was due to come home soon. She was doing much better and recovering from peritonitis. Therapy since has been going well, and there were no adverse effects reported in relation to this event. Baxter (B)(4) contacted the registered nurse on (B)(6) 2012. She stated that she was not aware of the incident involving air in the patient line, but she did know that the patient had peritonitis. The peritonitis was related to the patient's therapy. On (B)(6) 2012 (B)(4) contacted the facility and spoke with the peritoneal dialysis nurse regarding this event. The nurse reported that on (B)(6) 2012 the patient was diagnosed with peritonitis. The patient was given antibiotics and is recovering. The nurse believes that the peritonitis was caused by touch contamination as this patient is in a nursing home. She does not believe that it was caused by any of baxter's products or the therapy itself. The patient has been retrained on proper aseptic technique. The patient is recovering. No further information was given at this time.

Manufacturer narrative:
(B)(4). The complaint is a result of use error and is therefore confirmed. A root cause was not identified. No issues detected during the manufacturing of potentially associated lots gd890426 and gd889477. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis report.